Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation was confirmed for the failure to prime and inconclusive for self-activation. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1610msk biopsy instrument allegedly experienced automatically fired and failed to prime. This information was received from one source. The malfunction involved patient with no known impact to the patient. Age, sex, and weight of the patient were not provided.